Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. 200 ml were delivered in hr. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission date of this report: 1/12/1998. Dry, white powder substrand over entire pump. Heads of steel posts are slightly stripped no powder on dc. Run/stop button is difficult to activate. No difficulties noted during test.